Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during the drain. The home patient (hp) said that they disconnected during dwell, then got the alarm and reconnected. The hp cycled the power to clear the alarm. The technical service representative (tsr) explained the alarm and assisted the hp with end of therapy process. There was no patient injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, disconnecting from the set is a known cause of this alarm. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide has instructions on the steps to properly disconnect from the cycler during an emergency, and explains how to reconnect to therapy. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a supplemental report will be submitted.